Event description:
It was reported a thrombus has formed. During a pulmonary vein isolation procedure, a versacross connect for faradrive kit and faradrive sheath were selected for use. A transesophageal echocardiogram (tee) was performed on the patient prior to procedure, no clot was seen at this time. The patient had a therapeutic inr per physician at start of procedure. A short 8fr sheath was exchanged over the versacross wire for faradrive sheath and the wire was pulled back into sheath for transeptal. When the faradrive sheath dropped down on right atrial septum for transeptal, the physician noted a thrombus on the transition between the dilator and sheath. The wire was removed and the sheath aspirated. There was no thrombus was visualized on the wire. The transeptal was performed after thrombus aspiration. The activated clotting time (act) result was 210. The patient was pretreated with heparin prior to transeptal, additional heparin was given following act result. The procedure was completed with no further patient complication. The device is expected to be returned for analysis. At the time, the versacross dilator was being used. On ice, the thrombus could be seen slightly proximal to the distal tip of the versacross dilator. The initial full dose of heparin was administered (5000 units IV push) prior to transeptal puncture, first act resulted 210 after transeptal and an additional (3000 units) heparin was given IV push. The following act resulted at 362. The physician felt the thrombus was visualized on the sheath/dilator and not attached to any anatomy or other device per ice. Versacross wire was removed and confirmed with physician- no thrombus on wire. Thrombus was aspirated through sheath and dilator. Additional heparinized saline flush was administered through the sheath. Veracross wire was readvanced, no thrombus could be seen on ice and typical transeptal procedure followed with no other issue.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Inspection of the returned sheath found a kink towards the distal tip of the shaft. An evaluation of the sheath's functionality observed it to achieve and maintain deflection. Inspection of the shaft found a kink towards the distal tip. Analysis of the returned faradrive sheath confirms the device performed as intended and did not find any defects that could have contributed to the complication of this event. Thrombosis is a potential adverse event that is accounted for within the faradrive IFU. The occurrence of this condition is considered a known inherent risk associated with the use of this device.

Event description:
It was reported a thrombus has formed. During a pulmonary vein isolation procedure, a versacross connect for faradrive kit and faradrive sheath were selected for use. A transesophageal echocardiogram (tee) was performed on the patient prior to procedure, no clot was seen at this time. The patient had a therapeutic inr per physician at start of procedure. A short 8fr sheath was exchanged over the versacross wire for faradrive sheath and the wire was pulled back into sheath for transeptal. When the faradrive sheath dropped down on right atrial septum for transeptal, the physician noted a thrombus on the transition between the dilator and sheath. The wire was removed and the sheath aspirated. There was no thrombus was visualized on the wire. The transeptal was performed after thrombus aspiration. The activated clotting time (act) result was 210. The patient was pretreated with heparin prior to transeptal, additional heparin was given following act result. The procedure was completed with no further patient complication. The device is expected to be returned for analysis. At the time, the versacross dilator was being used. On ice, the thrombus could be seen slightly proximal to the distal tip of the versacross dilator. The initial full dose of heparin was administered (5000 units IV push) prior to transeptal puncture, first act resulted 210 after transeptal and an additional (3000 units) heparin was given IV push. The following act resulted at 362. The physician felt the thrombus was visualized on the sheath/dilator and not attached to any anatomy or other device per ice. Versacross wire was removed and confirmed with physician- no thrombus on wire. Thrombus was aspirated through sheath and dilator. Additional heparinized saline flush was administered through the sheath. Veracross wire was readvanced, no thrombus could be seen on ice and typical transeptal procedure followed with no other issue.